Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that the batteries for the imaging system would experience an intermittent low battery error which would not allow for the x-ray generation. No fault was found with the handswitch for the imaging system. The representative reported that the batteries for the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, the handswitch of the imaging system was intermittently working. No additional information was provided. There was no impact on patient outcome.